Event description:
Incident describes as: the alleged incident is that the catheter would not deflate and customer had to go to the hospital to have it removed. The hospital personnel used a guide wire to remove it. No pt injury reported. Unable to obtain further info.

Manufacturer narrative:
Device is not available for investigation. Investigation is ongoing and a follow up report will be sent as soon as is finished.